Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report.the monitor board and dock connector were replaced as a precaution. The customer was sent a replacement unit as an accomodation. The device was recertified and returned to zoll stock. No trend is associated with reports of this type.

Manufacturer narrative:
The complainant was contacted for the return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.